Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735788, lot number 19140147 product ID: 9735773, lot number: 2024 product ID: 9735787, lot number: s20190044 product ID: 9735771, lot number: 1913 a medtronic representative went to the site to test the equipment. Testing revealed that the ups and batteries on both the main cart and camera cart were replaced. This resolved the issue. The system then passed the system checkout and was found to be fully functional. Analysis found that the reported issue could be confirmed with the battery (product ID: 9735773, lot number: 2024). The battery failed to hold a charge. No failure was found with the other components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer rep went to the site to test the system. A failure was found, but when the batteries were unplugged from the ups on the main and camera cart the system remained on with no unexpected shutdown. Parts were replaced. Concomitant medical products: other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9735788, product ID: 9735773, product ID: 9735787, product ID: 9735771. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a case both the main cart and camera cart powered off separately. Initially the site was navigating when the main cart powered off while the camera cart remained on. The rep was able to get the system back on but then the camera car powered off. This was an em procedure so the site continued the case without the camera cart. After the case the rep powered off the system and powered both carts on. They went into admin and then before the main cart powered off again they noticed that the status fields were all blank for the ups in the self-test. The rep rebooted the system again and the self-test looked normal. It was noted this is a recurring issue with this system and all hospital factors have been eliminated. Later it was reported that the system behaved normally when unplugged from wall power. The rep did state that after unplugging the self-test started to close itself multiple times.